Event description:
It was reported the system joystick would intermittently fall. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the cause of the movement lock-up was that the interconnect cable would catch on the c-arm, preventing movement. System operates as intended.